Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 280 units of insulin. The customer's blood glucose level was 180 mg/dl. Subsequently, it was reported that the cartridge leaked insulin after the customer received the minimum fill notification, insulin was withdrawn from the cartridge and then refilled which caused the cartridge to leak insulin. Tandem technical support educated customer on load process and cartridge labeling. Customer changed to cartridge to resolve the issue. Reportedly, the customer was able to load a new cartridge to resolve the issue.